Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness and her spouse called for an ambulance. No bg or cgm values at this time were provided. She was taken to the emergency room (ER) and regained consciousness there. At that time the bg was 100 mg/dl and the cgm was reading 166 mg/dl. She stated that she was not given any medication and that she was monitored at the ER before being discharged. At the time of the report the patient was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
When the patient got up on (B)(6)2022, her blood sugar 'crashed', and she passed out.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the follow up 1 report, "when the patient got up on (B)(6)2022, her blood sugar 'crashed', and she passed out. "

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. When the patient got up on(B)(6)2022, her blood sugar 'crashed', and she passed out. She fell to the floor, her husband heard her fall, and called emergency medical services (ems). Ems transported the patient to the hospital. It was not confirmed if ems provided treatment. The patient was admitted to the hospital and noted that her bg by hospital testing was 40 ¿ 60 mg/dl points lower than her cgm value. On (B)(6)2022, her hospital bg was 100 mg/dl, but her cgm value was 160 mg/dl. At the time of the report the patient was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)